Event description:
It was reported, "nurse at the hosp reported that while opening the device for use during a surgery, it was observed that the cap was missing on the packing. The device was therefore, not used for the surgery and she took another device (same reference) for the surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.